Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out of range shock impedances on this right ventricular (rv) lead. A chest x-ray was obtained which was unremarkable. The device was reprogrammed to a new shock vector. Boston scientific technical services (ts) reviewed the data and noted that a sudden change in shock impedance measurements in the triad configuration would suggest a proximal coil fracture; however, this could not be confirmed visually. Defibrillation threshold (dft) testing was performed and confirmed that the reprogrammed shock vector had enough energy to successfully cardiovert the patient. No adverse patient effects were reported. The device and lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.